Manufacturer narrative:
H2 correction: h6, type of investigation code 4109 removed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported coagulopathy was unable to be determined. There remains no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous reports, the additional information was received: on (B)(6) 2024, thrombocytopenia was noted. There was no unplanned or additional hospitalization required, and no treatment provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported recurrent tr and edema were unable to be determined. The reported patient effects of tricuspid regurgitation and edema, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
H2 correction: h6 - health effect - clinical code 1779 removed. H6 - investigation findings code 213 removed and replaced with 114. H6 - investigation conclusion code 67 removed and replaced with 50. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported single leaflet device attachment (slda) was due to patient condition. The reported recurrent tr was a cascading effect of the reported slda. The reported edema was a cascading effect of the reported recurrent tr. There remains no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous report, the additional information was received: on (B)(6) 2024, the second single leaflet device attachment with the ntw device was observed. Reportedly, the slda was due to a fused pacer lead which had fused to the leaflet, causing a pulling on the leaflet with the ntw device.

Manufacturer narrative:
B5: regarding the index procedure performed on 05/11/2020 and slda clip noted following: this event occurred, and was successfully treated, prior to triclip approval in the united states. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to recurrent tricuspid regurgitation. Crd_946 triluminate pivotal study report patient ID: (B)(6). It was reported that on 05/11/2020 the patient presented with mixed tricuspid regurgitation (tr) with a grade of 4. Three triclips were successfully implanted, reducing the tr to grade 0. On (B)(6) 2020, the discharge transthoracic echocardiogram noted a single leaflet device attachment (slda) of the central, anterior/posterior triclip. The tr increased to grade 2. There was no leaflet damage or chordal rupture noted. The other two triclips remain well attached to the leaflets and are functioning as expected. On (B)(6) 2021, transesophageal echocardiogram (tee) was performed and noted severe tr, in addition to the slda. The patient is experienced shortness of breath and fatigue. On (B)(6) 2021, a second triclip procedure was performed. Two additional triclips were successfully implanted, stabilizing the slda triclip. The tr was reduced from grade 5+ to 3+. On (B)(6) 2024, the tr had increased from moderate to massive-torrential tr. Slight edema was noted. Reportedly, the patient was not on appropriate medications. The patients medications were updated and new ones added. There was no additional device malfunction.

Manufacturer narrative:
H2 correction: h10 from the previously filed report. There was no other cn related report number. Cn-058202, event occurred prior to device approval in the united states. H6: medical device problem code 2993 removed and replaced with 2507. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previous reports, additional information was received: on 07/30/2024, a repeat echocardiogram was performed. Tr grade 4+ was noted. On 08/06/2024, a second single leaflet device attachment (slda) was noted with massive tricuspid regurgitation (tr). The slda is associated with the ntw triclip -- tcds0303-ntw, 10504r1007. Medications were provided for the recurrent regurgitation. Reportedly, the pacer lead likely caused the slda although this could not be confirmed. The thrombocytopenia event has been updated to not related to any clip device.